Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One mallinckrodt endobronchial tube was returned for evaluation in a sample bag along with its original open unit pack and carton. Visual examination of the returned unit showed some brown tape was applied to the unit carton, which is not from our manufacturing facility. Further examination showed that the stylet wire has not been returned in the tubing. The unit was inflated by using the parameters set, and inflated and deflated without any defects or restrictions noted. The returned sample was inflated / deflated three times without issues observed. All of our endobronchial catheter products undergo a four hour inflate/deflate test prior to release from the manufacturing facility, and it is at this stage in the process that any defects are removed from the lot. The reported deficiency could not be detected on the sample returned for evaluation. (B)(4).

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on (B)(4) 2014. Investigation results revealed the following: investigation of deflation issues associated with the brochocath products has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall, and when the notched openings are oriented to the outside of the curvature. Information has been added to the database, and trends will continue to be monitored. (B)(4).

Event description:
A report was received stating that during prior to use testing an endobronchial tube's cuff did not completely deflate. There was no patient involvement.